Event description:
The patient was revised because the fracture collapsed causing the screw to protrude into the head.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. A two-year search of the complaint database found no prior reports for this product number. Provided information states, the surgeon removed the screw and replaced with a shorter one. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.